Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, that the system generated error 23210, and there was a yellow light emitting diode (led) on universal surgical manipulator (usm) 1. The customer attempted to recover the error, but it would not recover. The customer power cycled the system, and the vision side cart (vsc) touchscreen generated a 23 error code. The technical support engineer (tse) had the customer perform a hard power cycle on the system along with an emergency power off (epo), but error 23 was still not resolved, and the patient side cart (psc) could not complete the power sequence with a ¿da vinci¿ message. The tse had the customer check the blue fiber cable and perform another hard power cycle with no success. At this point, the site then elected to convert to laparoscopic surgery. There was no reported injury. The field service engineer (fse) contacted the site who confirmed that the procedure was converted to laparoscopic surgery.

Manufacturer narrative:
A field service engineer (fse) contacted the customer via a video call. The fse was able to reproduce the reported problem. The fse found the blue fiber cable light emitting diodes (leds) behind the vision side cart (vsc) core, patient side cart (psc), and surgeon side console (ssc) were normal. The fse recommended to shut down the system. The customer pressed the power off button, and the vsc touchscreen went black and then turned into a color strip image. The fse noted that the shutdown process for all three carts was out of sync. The fse had the customer power off again, and the system generated error 23. The customer recovered from error 23, and the system was back to normal. The fse had the site perform a hard power cycle along with an emergency power off (epo). The fse noted that normal system operation was restored, and the system was no longer in a down state. The fse also went to the customer site to further investigate the reported complaint. The fse noted that the system was back to normal yesterday. The fse was unable to reproduce the reported problem. The fse reviewed the system logs and noted that error 23210 did not occur; however, the fse identified an issue with the blue fiber cable connection that triggered errors 12 and 55. The fse spoke to a nurse who indicated that she was busy at the time of the event, and she misread the error code. The fse checked the system again to ensure there was no potential fault. The system was tested and verified as ready for use. The logs were reviewed/analyzed as part of the fse's investigation. In addition, a review of the site's complaint history identified no other complaints related to this event. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to laparoscopic. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.